Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user experienced device errors. It is reported that the errors occurred after the needle had been inserted into the patient's breast. The user site reports that the system was rebooted, and the errors returned upon startup; therefore, the procedure was aborted, and the patient was rescheduled. It is further reported that after the procedure was aborted, the user disconnected the driver and rebooted system, still getting a device error; however, the user was able to clear it by firing with the needle disconnected, and was able to complete the setup with the same needle. A hologic field service engineer (fse) was dispatched to examine the system and in conjunction with hologic technical support, a review of the system logs was completed. The fse was unable to duplicate the reported device errors, and a review of system logs found multiple failed calibrations. Hologic technical support indicates "there is a procedure that the user must follow to successfully perform the auto gain calibration when it is required, failure to do this will result in system operational issues. Imager data timeout setting in system tools is set incorrectly. User procedural issues with the installation of the introducer. When changing between standard and petite, system must be placed back in standby to avoid operational issue. Needle removal and installation issues. System is showing multiple needle recognition on startup, of which is directly related to how the needle was removed; needle can only be removed when the system is in standby mode.¿ the fse made adjustments to the image data timeout and completed gain calibration and motor accuracy checks. Additionally, the fse reports that the system is operating according to manufacturer specifications. It is reported that the fse educated the user site staff on ensuring the system is in standby prior to moving to the biopsy upright unit. No further information is currently available.